Event description:
The device was used on the pulmonary artery. Reportedly, after firing the jaws were unable to be opened. The device was removed and bleeding occurred. The doctor oversewed the area.